Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. (B)(6).

Manufacturer narrative:
One 8x25 mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 5mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the procedure when the screw was placed, this broke. The screw was not completely placed when it broke. The damage part was removed completely and the procedure was completed by using another of the same smith & nephew device. No damage to the patient due to the incident that was reported since the piece was removed without problem. The patient´s health condition is stable.